Event description:
At 191 days post successful stent assisted embolization of the left middle cerebral artery (l-mca) unruptured aneurysm, a magnetic resonance imaging (MRI) showed an ischemia of the l-mca within the implanted stent. The patient remained asymptomatic and the reported event was resolved with no residual effect.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Thrombosis is a known and anticipated complication to these types of procedures and is noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
One hundred ninety-one days post successful stent assisted embolization of the left middle cerebral artery (l-mca) unruptured aneurysm, a magnetic resonance imaging (MRI) showed an ischemia of the l-mca within the implanted stent. The patient remained asymptomatic and the reported event was resolved with no residual effect.

Manufacturer narrative:
The device remained implanted.